Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of twitching sensation in their abdomen intermittently since the left ventricular (lv) lead was implanted. The lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient complained of intermittent "jumping" sensation in their lower chest. The symptom was noted while the patient was lying flat and improved with lying on their right side. The lead was reprogrammed and remains in use.